Manufacturer narrative:
Country of origin: (B)(6).

Event description:
It was reported that despite the lock level being two, the patient kept changing the dose on their cadd®-legacy duodopa pump. It was noted that sometimes the patient used an extra dose. It was observed that the insertion was red and there was secretion. After the morning dose, the patient experienced dyskinesia or bradykinesia at moments. No permanent injury was reported.